Event description:
The customer reported that the alarm powers on but does not make any sound when the sensor pad is unplugged from the alarm. It does not alarm when pressure is taken off of the sensor pad. There was no patient injury reported.

Manufacturer narrative:
Evaluation: results: evaluation of the returned product shows that the unit is stuck on hold mode and cannot be changed. The alarm does not sound when the sensor is unplugged. The fail safe function is not working.